Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leak(s) were discovered during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 11, 2018 and may 12, 2018. Correction/removal report number: 3010291427-09/12/2018-001-r. The actual device was not available; however, a photograph of the sample carton was provided for evaluation. The reported condition could not be verified as no photograph of the actual samples were received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.